Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella device for mechanical circulatory support. During prep, there was a failure to prime the device. As a result, the decision was made to replace it with a new impella cp device. It was noted that the catheter never entered the body.